Event description:
Health care professional (hcp) reports 2 pt reactions with the psn membrane. Both incidents occurred with the same pt. The first incident occurred on 12/4/99. This was the pt's first exposure to the psn membrane. The incident occurred five minutes into hemodialysis treatment. The pt experienced a faint feeling, flushed face and became hypotensive. The pt was treated with 800cc of normal saline and the treatment was stopped at this time. The pt was changed to a cellulose diacetate membrane for the remainder of the treatment without incident. The second incident occurred on 12/11/99, three minutes into treatment. The pt was noted to have eyes deviated, mild seizure activity, hypotension and was unresponsive. The pt received o2 at 4l and 500cc of normal saline. The treatment was discontinued and no blood was returned. The pt was changed to a cellulose diacetate membrane for the remainder of the treatment without incident. The pt was treated with the psn membrane between 12/4/99 and 12/11/99 without incident.